Event description:
While servicing the device for a different issue, the philips bench technician observed a stuck pin in battery compartment b. There was no patient involvement.

Manufacturer narrative:
(B)(4).